Event description:
The facility representative reported an infuso.r. Pump with a condition of, "squeeze trigger on the side that holds the tube, the tab is broken and the screw is stripped out." The process step is unknown. However, it is known to have occurred in the "or" department. This condition had the potential to interrupt delivery. No patient involvement was reported. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of "squeeze trigger on the side that holds the tube, the tab is broken on and the screw is stripped out" was confirmed during device evaluation. The cause of the problem was physical damage to the pusher block assembly. Service replaced the pusher block assembly to fix the problem. A service history review revealed that this device has not been serviced prior to this event.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.